Event description:
During a morning test, it was reported that the device failed to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified an intermittent failure to power on. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined the cause of the malfunction to be a poor solder connection of a crystal, designator g1.